Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. There were zero events of "downstream occlusion!" Or "upstream occlusion!" Recorded in the history log. The service history record review did not identify any issues during the service of the device that may be related to the current complaint. The reported condition was not verified. The reported problem, occlusion alarm, was not reproduced during evaluation. The device was tested for downstream occlusion detection and passed. The device was not tested for upstream occlusion detection, however the history log revealed no events of "upstream occlusion!" And the evaluator performed a calibration check and found all sensors within specification. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an unspecified occlusion alarm. The failure occurred before the first clinical use (out of box failure). There was no patient involvement. No additional information is available.